Event description:
Related manufacturer reference number: 1627487-2022-06613. Due to a lead impedances the patient is planning to have their entire system explanted. Surgery date is currently unknown.

Manufacturer narrative:
Event date is estimated.

Event description:
Patient reportedly underwent a system explant on (B)(6) 2022.

Manufacturer narrative:
A patient controller displayed an error message "MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Patient was evaluated and high impedance was detected during an impedance check. The patient had effective therapy. The system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.